Manufacturer narrative:
(B)(4).

Event description:
The pt had problems with the stimulation system. She felt irritation from the peripheral implantable neurostimulator leads. The discomfort stemmed from the position of the leads, not the leads themselves. It appeared she had stomach problems which prevented her from using the system. The pt had difficulty contacting the field representative. The pt was seen in clinic. The hcp decided to remove the peripheral leads. The epidural lead was left in place to provide stimulation for her leg. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.